Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint will not be returned to isi for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, repeated c-34 errors occurred when bipolar energy was applied. Technical service engineer (tse) confirmed multiple c-34 errors. Tse asked whether any other bipolar coagulation modes were available and verified none were available. Tse then asked whether an alternate generator and activation cable were available and provided instructions on how to connect them, after which the procedure continued using the alternate setup for bipolar energy. The procedure was continuing with third party generator with no reported injury.